Event description:
It was reported a power source alert with their device. There was no reported impact to the customer¿s blood glucose level. Technical support advised the caller to plug their wall adapter into an outlet known to work and wait at least 30 minutes for the pump to begin charging. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.